Manufacturer narrative:
Testing of the pump indicates the pcb was defective. The pcb was over 5 years old. Pcb was replaced to resolve the issue.

Event description:
Information received indicates that during pm testing, after start of infusion, pump automatically turns itself off.